Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) gd894295 and gd894022 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The peritonitis event occurred on an unspecified date in (B)(6) 2013. The device was not returned; therefore, an evaluation could not be conducted. A batch review will be performed. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was ¿treated for 21 days;¿ (no other information regarding treatment was provided). On an unreported date the patient was discharged, 5 days after hospital admission. It was reported the patient was recovered from this peritonitis event. No additional information is available. This is report 2 of 4 involved in this peritonitis event.